Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a patient complaint. No other information was provided.

Manufacturer narrative:
Information unknown/not provided. The exact date is unknown, the best estimate is prior to (B)(6) 2022. If implanted; give date: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 7/1/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of an open sterilization pouch. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and scratches could be identified on the optic body. No further issues were identified. The complaint issue of explant and unspecified injury were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.